Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient when it was noted that there was an ECG change seen with the patient. An air embolism was suspected to be present in the patient. The patient remained stable, and no intervention was performed. The procedure was continued, and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.